Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following test results were reported. Inratio 3.5, lab 2.4, 2nd lab meter 2.5. Last week result: inratio 3.0, lab 2.7, previous inratio results: 1/06-3.4, 12/05-3.3, 11/05-3.4, 10/05-2.5. Customer to perform additional testing using new box of strips.